Manufacturer narrative:
Pin bracket.

Event description:
It was reported by service report that the retaining post pin brackets have holes that are stripped so that the brackets will not attach to the cot. No pt involvement or adverse consequences are reported.